Event description:
It was reported that the options button of a flo-gard infusion pump was damaged. It was not specified when in the process this occurred. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. During visual inspection and alarm log review the options button was found to be damaged. The cause of the condition was unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.